Manufacturer narrative:
Investigation - evaluation: dr. (B)(6) from (B)(6) hospital notified cook of an incident involving a zenith stent-graft (unknown rpn). It was stated in a journal article that an 82-year-old man presented with a contained rupture. This occurred 5 years following initial evar for a 55-mm infrarenal aaa. The patient had contrast-enhanced CT scans that were diagnostic for contained rupture but not for type iiib endoleak. This patient later proceeded to open operation where the fabric tears were identified on the right lateral aspect of the main bodies. The endoleak for this patient in particular was at the level of the bifurcation. The stent-grafts were left in situ with either pledget or tissue glue repair of the defect. Unfortunately, the patient died from respiratory complications during the post-operative period. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify potential non-conformances prior to distribution. A review of the design history files found that zenith grafts are both safe and effective for their intended use. A review of the DHR could not be completed due to a lack of lot information from the user facility. However, zenith grafts are one-device lots. Additionally, based upon review of manufacturing and design records for previous investigations on tffb% and tfb% main body devices, there is objective evidence that adequate inspections have been established and that the product was manufactured to specification. Therefore, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook has found objective evidence that this device was manufactured to specification. Cook also reviewed product labeling. Tffb% prefix devices: the product instructions for use (IFU) [t_zaaaf_rev5] states the following in consideration of the reported failure mode: ¿warnings and precautions: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing a large aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be conducive to graft migration or endoleak. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 4.2 patient selection, treatment and follow-up: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); and inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.4 device selection: strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 12.3 abdominal radiographs: the following views are required: four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. Record the table-to-film distance and use the same distance at each subsequent examination ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Aneurysms with type iii endoleak. Aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status). Migration. Inadequate seal length. Consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement.¿ tfb% prefix devices. The product instructions for use (IFU) [IFU-aaa_v1] states the following in consideration of the reported failure mode: "warnings: a patent and indispensable inferior mesenteric artery may lead to endoleak or pelvic/bowel ischaemia. Aortic neck angulation greater than 60 degrees may promote endoleak(s). Common iliac diameter(s) that exceed 20 mm at expected graft/vessel interface site(s) may be prone to endoleak or continued expansion. Final angiogram. 1. Position angiographic catheter just above the level of the renal arteries and perform an angiogram to verify that the renal arteries are patent and that there are no endoleaks. 3. If there are no endoleaks and proper positioning is attained, remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the ancillary devices section. Ancillary devices: under rare circumstances, endoleaks or device separation can occur during or after deployment. These circumstances may occur because of improper sizing, changes or anomalies in patient anatomy, or procedural complications and can require placement of additional endovascular grafts, extensions, and/or iliac plugs. [¿] if additional device placement is indicated due to unresolved leak, device separation, migration, or access difficulties, it is vital to maintain wire guide access. If wire guide access has been lost, reintroduce an aus or les wire guide through the area of intervention. Main body and iliac leg extension (figure 42): extension are used for extending either the distal iliac legs or the proximal body of an in situ endovascular graft where graft placement is unsatisfactory and/or a persistent type I or ii endoleak occurs. Follow-up of endoluminal graft repair: CT scans follow-ups are essential to monitor successful aneurysm exclusion. Decrease in aneurysm size being on indication of aneurysm decompression. CT scans with contrast and delayed scans, allows the detection of most endoleak; an important problem that often needs intervention." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause was unable to be established; however, endoleaks are a known inherent risk of these devices. Given the location of the fabric tear which was said to be on the right lateral aspect of the main body at the level of the bifurcation, it is feasible to suggest that this was an elongated suture hole at one of the stent apices. An elongated suture hole could arise from a number of reasons including but not limited to over-ballooning during the final angioplasty during the initial procedure, undue stress caused by pulsatile flow, overly tortuous anatomy resulting in regions of highly angulated bends, and lastly regions of pre-existing calcification that has worn out the graft over time. Without imaging provided, these potential causes cannot be evaluated. Based on the insufficient information regarding the contained rupture and that the author reported that patient death was due to respiratory complications, it is feasible to suggest that the patient died of causes unrelated to the cook device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Citation: jones, s. M., vallabhaneni, s. R., mcwilliams, r. G., naik, j., nicholas, t., & fisher, r. K. (2014). Type iiib endoleak is an important cause of failure following endovascular aneurysm repair. Journal of endovascular therapy, 21(5), 723¿727. Doi: 10.1583/13-4616mr.1 suspect medical device: rpn of complaint device is unknown. Device was a zenith stent graft. (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported in a journal article that a (B)(6) male year old who underwent implantation of a zenith stent-graft during an evar experienced a type iiib endoleak and later died. The patient was seen 5 years post-evar for a 55mm infrarenal abdominal aortic aneurysm, and the aneurysm had expanded to 110 mm. 3 months prior to acute presentation, he had undergone embolization of a type ii endoleak thought to be the cause of the expansion. The patient later presented with contained rupture. The type iiib endoleak was secondary to fabric tears. The patient had contrast enhanced CT scans that were diagnostic for contained rupture but not for type iiib endoleak. He proceeded to open operation where the fabric tears were identified on the right lateral aspect of the main body. The stent-grafts were left in situ with either pledget or tissue glue repair of the defect. The patient eventually died from respiratory complications during the postoperative period. It is unknown if the device cause or contributed to the patient's death.